Event description:
It was reported in a literature publication that 451 consecutive adults underwent open posterior instrumented fusion with tlif, peek cage and rhbmp-2/acs. 6 patients developed bony overgrowth post-op. All patients had 6-8 mg bmp per level. All resolved with decompression.

Manufacturer narrative:
Literature article citation: crandall et al. Rhbmp-2 in tlif: dose related complications from a large series. The spine journal 2011; 11:61s. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.